Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing wire occurred. The sensor was inserted into the abdomen on (B)(6) 2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). 3004753838-2024-087416 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
It was reported that a missing wire occurred. The sensor was inserted into the abdomen, which is off label usage of the device, on (B)(6)2024. The product was evaluated. An external visual inspection was performed and passed due to wearable has no damage. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.